Manufacturer narrative:
Investigation conclusion the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015 inratio 6.6. After receiving inratio 6.6, customer went to the hospital and received a 4.4 from the hospital lab. Patient was not admitted and did not receive any treatment. Two to three hours between inratio test and hospital lab on (B)(6) 2015. (B)(6) 2015 inratio = 5.7. (B)(6) 2015 inratio = 4.1. (B)(6) 2015 inratio = 1.3. (B)(6) 2015 inratio = 3.3. (B)(6) 2015 inratio = 4.7. Patient's therapeutic range 2.5 -.3.5. No reported adverse patient sequela. No additional information provided.